Event description:
According to the reporter, in a laparoscopic hysterectomy, while in the vaginal cuff, the surgeon had difficulty toggling the device and the needle broke in half. A small piece of the broken needle was missing. An x-ray was performed for the express purpose of locating the small needle piece in the cavity, but it did not show up on the x-ray and was never recovered. The surgical time was extended for approximately 30 minutes. It was also reported that the device was difficult to unload. Another device was used to complete the case.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot # j5k4261ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b2, d3(MFR name, street 1, MFR city, MFR region, country code and postal code) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned loaded in an instrument and was removed for further inspection. A fragment of the needle was returned. The needle was returned broken at the loading slot. Instrument blade marks were observed on the rear of the needle fragment. No suture was returned with the needle. It was reported that the device was difficult to toggle, had a broken needle, and was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles, and prematurely attempting to toggle/pass the needle through tissue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to guide the needle through the tissue, close the jaws by completely squeezing the handles and reversing the position of the toggle levers until they stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.